Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all prerelease specifications. Image review confirmed the distal tip of the delivery catheter was sheared off and the remaining catheter exhibited a kinked, twisted appearance. The left disc of the occluder was fully deployed. The reported issue of the catheter tip shearing was verified. The cause of the failure is unknown and could not be determined from the available evidence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a 25 mm gore® cardioform septal occluder (gso) was selected for the treatment of a patent foramen ovale (pfo). During advancement through the delivery catheter, the tip of the catheter sheared off. No unusual friction or resistance was reported during device advancement, and there was no evidence of kinking or bending of the delivery catheter before or during the case. The delivery catheter was inspected prior to use, and no abnormalities were noted. The broken catheter tip was successfully retrieved from the patient using a balloon and snare. The procedure was completed successfully with another 25 mm gso device, and the patient tolerated the procedure well. The device is not available for return as it was discarded. The physician has not identified a definitive cause for the catheter tip shearing.